Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that a pump alarm was heard by the patient¿s mother. The patient was taken to the emergency room and telemetry confirmed a critical alarm due to low battery and safe state. The pump logs had indicated that a reset with a low battery and change to safe state occurred on (B)(6) 2015. The health care provider (hcp) was aware that she could try to program it but that the pump would eventually reset again. The hcp elected to provide oral medications instead including baclofen, cyproheptadine, and valium. The patient was non-verbal so it was difficult to know his exact symptoms. However, it was noted that the patient had increased spasticity in bilateral arms and legs and did not sleep well the night before. However, two days later, the hcp reported to have had programmed the pump at some point to minimum rate and hoped it would not alarm. The pump continued to reset and the hcp wanted to turn the pump off. Premature battery depletion was also reported with the elective replacement indicator (eri) being 37 months. The issue was reported as unresolved and the cause undetermined. The patient¿s family denied any environmental factors such as large machinery or frequent proximity to large medical devices such as a magnetic resonance imaging (MRI). The patient was noted to spend his day in a power wheelchair (invacare tdx sp model) and was removed from the chair only for cleaning. At the time of the report, the patient's status was reported as alive-no injury. The patient¿s pump was in the right abdomen. The patient was referred for a pump replacement planned on (B)(6) 2014. Initially it was reported that this device system delivered gablofen. However, it was later provided that the device system delivered lioresal. Additional information was requested to clarify medication, resolution, and the patient¿s current status. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump found a motor/feedthru anomaly and shorting across the insulator.

Event description:
Additional information indicated that the pump was replaced on (B)(6) 2015. The device system was used to deliver gablofen; lioresal was used in the replacement pump. To the reporter's knowledge the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.